Event description:
Customer reported the system is displaying a motion error when using the rui. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rui. System operates as intended.